Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. After replacing the parts on the device, the system board was proactively replaced on the device. A final test, battery and valve checks, and running test were performed. The device was operating properly.